Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced a bent cannula leading to high blood glucose level. On the evening of (B)(6) 2024, the patient's blood glucose level was 20mmol/l. Therefore, the patient changed the infusion set, took insulin from pen and pump but still the blood glucose was high. Further, the patient started to feel unwell and throw up at 04.00 am and abdominal pain. Furthermore, the patient went to hospital on (B)(6) 2024 with high blood glucose and ketones of 4 mmol/l. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.